Event description:
It was reported that the patient experienced undesired stimulation in rib area. X-ray was taken and lead migration was not confirmed. During the ipg replacement procedure it was reported that the lead had high impedances and underwent a lead replacement as well for MRI compatible.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial: (B)(4). Batch: 5087493.